Manufacturer narrative:
A thorough investigation was performed to identify the root cause of the reported issue, including a technical and clinical evaluation of this event. The system¿s log files do not contain any evidence of a software defect, however, they do show the power switch was pushed several times. The engineering team was unable to conclude if the shutdown was caused by an unintentional pressing of the power button or an issue with the system¿s hardware. The investigation did not identify any systemic product defect associated with this event. The immediate issue was resolved by restarting the system at the time of occurrence. The system was ultimately repaired by replacing components and updating the system software.

Event description:
A customer reported their epiq 7c ultrasound system shut down unexpectedly during an open heart procedure. The system was promptly rebooted and the procedure was completed without any further issues. A philips service engineer replaced the acquisition module to resolve the immediate problem. There was no allegation of harm or altered patient outcome as a result of the issue.

Manufacturer narrative:
Evaluation of the acquisition module will be included in a follow up report upon its return and investigation completion.

Event description:
A customer reported their epiq 7c ultrasound system shut down unexpectedly during an open heart procedure. The system was promptly rebooted and the procedure was completed without any further issues. A philips service engineer replaced the acquisition module to resolve the immediate problem. There was no allegation of harm or altered patient outcome as a result of the issue.